Event description:
On 28th may 2025, it was reported by an arthrex employee via email that for an ar-13995n multifire¿ scorpion¿ needle, the scorpion needle tip broke. This was detected during use in an open rotator cuff repair procedure on (B)(6) 2025. The case was completed successfully as a new needle was opened. 29 may 2025, the complaint initiator updated that the needle was being fired by ar-13999mf. Whilst the arthrex employee was in theatre the scorpion needle tip was not retrieved (could not be found) however the surgeon confirmed that it was not inside the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.